Event description:
It was reported approximately one day after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced an embolic stroke. Silk road medical was notified that this patient experienced a transient ischemic attack (tia) and balance issues 5 days prior to a transcarotid artery revascularization (tcar) procedure with residual symptoms. At this time it is unknown if the reported failure is related to a silk road medical device failure or a recrudescence of the patient's original tia event. However, since this event could be associated with the enroute nps, it will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.